Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply failed to deliver energy with the hemopro unit. They stated that it was cutting but not sealing which led to minimal bleeding. The bleeding was stopped with cauterization. A replacement generator was used to complete the procedure with the same hemopro and cable. The hospital did not report any pt effects. The product is returning.